Event description:
The fast-cath hemostasis introducer was leaking blood through the hemostatic valve when introducing the sheath into the patient. No clinical consequences were experienced.

Manufacturer narrative:
The reported event of leaking could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The fast-cath instructions for use (IFU) recommends the user advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. Follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use. Always advance dilator/sheath assembly over appropriate sized guidewire to the appropriate anatomical site.

Event description:
The fast-cath hemostasis introducer was leaking blood through the hemostatic valve when introducing the sheath into the patient. The procedure was able to be completed with the same fast-cath hemostasis introducer. No clinical consequences were experienced. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.